Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard disk drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.